Manufacturer narrative:
Conclusion: a device history record review could not be performed as the serial number is unavailable; however, because this valve had been implanted for more 10 years, it is very unlikely that the reported increased gradient was due to any potential manufacturing issue. Based on the limited information available, this valve remains implanted and inactive. While a conclusive cause of the report increased gradient could not be determined, based on the risk analysis and historical trend, an immobile leaflet is one of the most common failure mechanisms which could lead to an increased gradient. Furthermore, pannus would be the most common cause for an immobile leaflet. Without the return of the valve for analysis, a conclusive root cause of the increased gradient could not be determined.

Event description:
Additional information was received the implant duration of the bioprosthetic aortic valve was more than 10 years, and replaced due to increased gradients.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that following implant of this bioprosthetic aortic valve (implant duration not provided), this valve was replaced, valve-in-valve with a medtronic transcatheter valve. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.